Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was unable to charge the pump using the tandem-provided usb charging cable which resulted in the pump shutting down. There was no adverse impact to the customer's blood glucose. Reportedly, the pump successfully began charging after using a different usb charging cable.